Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of back pain. Concurrent conditions were listed as pelvic pain, painful urination, painful intercourse, absence of menstruation, bloating, abdominal pain, renal stone and flank pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2659 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure removal date: on (B)(6)2020 and on (B)(6) 2022. Additional essure related surgery reported for (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report final pathologic diagnosis a. Fallopian tubes, bilateral salpingectomy: benign fallopian tubes with para tubal cyst formation and focal endometriosis. B. Peritoneum, biopsy: endometriosis. [X-ray] on (B)(6) 2020: preliminary supine views the abdomen shows punctate material scattered throughout the bowel. There are bilateral curvilinear metallic tubal ligation devices. Bowel gas pattern is normal. There are no pathologic abdominal or pelvic calcifications. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Reporter information added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3381 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3381 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). One of the essure coils about mid jejunum. It had eroded into a become incorporated within the bowel wall. [Embedded device]. Additional essure coil within the omentum [device dislocation into abdominal cavity]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of the essure coils about mid jejunum. It had eroded into a become incorporated within the bowel wall.") And device dislocation ("additional essure coil within the omentum") in a 42-year-old female patient who had essure inserted (lot no. A57108) for female sterilisation. The patient had a medical history of parity 1, gravida I, dysmenorrhea, menorrhagia, uti and back pain. Concurrent conditions were listed as pelvic pain, painful urination, painful intercourse, absence of menstruation, bloating, abdominal pain, renal stone and flank pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2659 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). On unknown date she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (laparoscopic removal of omental foreign body, laparoscopic removal of small bowel foreign body). The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2020 and (B)(6) 2022 additional essure related surgery reported for (B)(6) 2022 trailing coils: left-1, right-1 previously reported essure removal date: (B)(6) 2020 the patient has undergone several abdominal surgeries: (B)(6) 2022: robotic assisted left oophorectomy, peritoneal biopsy, fulguration and excision of endometriosis (B)(6) 2020: laparoscopic bilateral salpingectomy, lysis of adhesions, fulguration and excision of endometriosis (B)(6) 2015: laparoscopic vaginal hysterectomy (B)(6) 2013: diagnostic laparoscopy, bilateral laparoscopic tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: there are 2 curvilinear metallic coils in the pelvis, as above. Stable probable hemangioma in the anterior right hepatic lobe [hysterosalpingogram] on (B)(6) 2013: patent left fallopian, ovarian tube [pathology test] on (B)(6) 2015: specimen(s) received: uterus history: menorrhagia, dysmenorrhea, gross description "uterus." The specimen consists of uterus which measures 2.5 cm and weighs 50 g. The cervix, endocervical canal and endometrial cavity are grossly unremarkable. Final pathologic diaqnosis uterus, hysterectomy: no diagnostic changes.; on (B)(6) 2020: surgical pathology report final pathologic diagnosis a. Fallopian tubes, bilateral salpingectomy: benign fallopian tubes with para tubal cyst formation and focal endometriosis. B. Peritoneum, biopsy: endometriosis.; on (B)(6) 2022: surgical pathology report: final pathologic diagnosis a. Peritoneum, biopsy: benign fibrous tissue. B. Left ovary, oophorectomy: benign hemorrhagic cy; on (B)(6) 2022: final pathologic diagnosis a. Foreign body from omentum: benign adipose tissue. Metallic coil foreign body (gross examination only). B. Foreign body from small bowel: benign adipose tissue metallic coil foreign body (gross examination only). Specimen(s) received a: foreign body from omentum b: foreign body from small bowel pre-operative diagnosis encounter of removal of essure. Gross description a. "Foreign body #1 omentum." Received in formalin is a gray, metallic coil (4.0 x 0.2 cm) with attached yellow, lobulated adipose tissue measuring 3.0 x 2.6 x 0.7 cm. Sectioning of the adipose tissue reveals yellow, lobulated cut surfaces. Reps 1. B. "Foreign body #2 small bowel." Received in formalin is a gray, metallic coil measuring 3.6 x 0.3 cm. There is a scant amount of yellow, glistening soft tissue. Reps 1. [X-ray] on (B)(6) 2020: preliminary supine views the abdomen shows punctate material scattered throughout the bowel. There are bilateral curvilinear metallic tubal ligation devices. Bowel gas pattern is normal. There are no pathologic abdominal or pelvic calcifications batch number a57108, manufacture date 2012-09-30, expiration date 2015-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-aug-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.